Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 43 months and a number of 23 charging cycles were recorded to the ICD's memory. A further inspection of the memory content showed that the battery status eri was activated due to a charging time of more than 20sec. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. Next, a defibrillation shock was triggered to verify the anti-tachycardia therapy functions. However, within 20sec charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. This is confirmed by the shock holter data: on (B)(6) 2015, the delivered shock had a documented impedance of <25 ohm. Due to this damage of the electronic module the charging of the defibrillation shock was impaired. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler's syndrome, subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
This device was returned without documentation from biotronik representative, (B)(4). Per rep this device was explanted because the doctor wanted to use a df4 lead instead of another linox. There were no adverse patient events reported. Should additional information be received, this file will be updated. (B)(6) 2015 - the associated rv lead was explanted due to high shock impedances. After receiving the analysis report on this device, it was determined that it should be reported.